Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient never received effective stimulation(reference MFR. Report: 1627487-2018-01405). In turn, the patient stopped recharging their ipg as recommended sometime in 2015. As such, the patient's ipg would not communicate. As a result, the patient underwent surgical intervention to have their ipg explanted and replaced with a new one. Issue was resolved post operatively.